Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise oversensing resulting in instances of pacing inhibition on (B)(6) /1/2017 and (B)(6) 2017. No programming changes were made and the patient would continue to be monitored. On (B)(6) 2017, the lead exhibited another episode of noise oversensing resulting in instances of pacing inhibition. The patient was again asymptomatic and would continue to be monitored.

Event description:
Related manufacturer report number: 2017865-2019-17066. New information received on 5 november 2019 indicates that the patient presented via remote transmission with an additional episode of noise. The cause of the noise could not be determined. The possibility of an in-clinic evaluation was discussed.

Event description:
New information received on december 23, 2019 indicates that the patient was seen on (B)(6) 2019. Upon review, the system was sensing appropriately. It was determined that myopotentials were causing the over-sensing noted in the episodes along with premature ventricular contractions resulting in pacing inhibition. Changes were made to the patient¿s medications and the patient would continue to be monitored.